Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# v014327, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Information received from the patient reported that they had surgery, unrelated to the implantable neurostimulator (ins), where the "wire" had to be cut (did not fully remove) as it was in the way. The patient noted that this was not known until the procedure was in progress. The patient stated that the device was no longer use. It was also reported that since the surgery, the ins slides around, particularly at night while in bed and that it was annoying. It was noted that the ins had been in for 8 years and had not been used for at least 3 years. The patient did inquire about explantation. The indication for use for the implanted device was noted as failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Additional information was received from the patient. They reported that their ins system "was disconnected because I had an unrelated surgery and they had to cut the wire to do that surgery so it doesn't work anymore and I want to get it removed and I am having a hard time convincing the doctors to remove it and I need to have an MRI". Pt says they want to get this addressed. Reviewed MRI guidelines and emailed healthcare provider (hcp) listings for the pt to follow up with. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3887-33, lot #v014327 : , ubd: 2010-oct-31. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.